Event description:
The tubing on anesthesia circuit detached from breathing filter during use. The anesthesia equipment alarmed sounded. Another circuit was obtained for set-up. No reported harm to pt.